Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, verified the mixer cup wash flow, replaced the mixer 1, r1 probe, bellows/poppets, calibrated all probes and successfully completed a magnesium precision study with no elevated results. There were no additional discrepant results reported on c402406 after service was completed. The fsr determined that the mixer, list number was the likely cause for the issue. Review of the service history for the architect c402406 did not identify any other tickets associated with discrepant/erratic results or contributing factors. A review of tracking and trending data in the product monitoring review for clinical chemistry systems did not identify any systemic issues or trends associated with the erratic/discrepant result issue described in the complaint. The erratic result rates were within acceptable limits with no trends identified. Trending data and manufacturing documentation for the mixer did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer reported a falsely elevated magnesium result on the architect c4000 analyzer. The customer provided an example of a patient sample that generated an initial result of 5.9 ng/dl and retest of 1.3 mg/dl. The customer uses a normal range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.